Manufacturer narrative:
(B)(4).

Event description:
It was reported "the catheter ruptures in its proximal part due to the administration of high pressure contrast medium through it". No patient injury or consequence reported. The patient's condition is reported as fine.

Event description:
It was reported "the catheter ruptures in its proximal part due to the administration of high pressure contrast medium through it". No patient injury or consequence reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of extension line ruptured was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer description stated, "the catheter ruptures in its proximal part due to the administration of high pressure contrast medium through it". The instructions for use (IFU) for this product states, "using catheters not indicated for pressure injection for such applications can result in inter-lumen crossover or rupture with potential for injury." The end user went against what is advised in the IFU and this resulted in the reported complaint issue. Therefore, the root cause for this complaint is intentional user error. A customer in-service has been requested.